Event description:
Medication treatment after total hip arthroplasty due to diagnosed bursitis trochanterica on the left hip. This case was reported within a follow-up examination of a (B)(4) clinical study.